Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. Inspection of the received blood pump rotor found one rear roller guide pin and one front roller guide pin to be missing their sleeve. The pins with the missing sleeves have signs of debris and wear markings. The pins with sleeves have signs of debris and the sleeves are loose. The loose sleeves could not be removed from their pins. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A biomedical technician (bmt) contacted technical support and informed a technical support technician (tst) the plastic sleeve on a 2008t machines blood pump rotor came apart from the tip of the rotor tubing guide pins and cut the blood pump tubing while a patient was treatment. The information at obtained from technical support mentioned the patient finished treatment on a different machine and experienced no complications; however, during follow-up the bmt confirmed the information in the narrative summary was incorrect due to the patient having experienced blood loss. The bmt was unable to provide any additional information regarding the patient. The sample will be returned for failure analysis. Additional information was requested but was not received to date.

Event description:
A biomedical technician (bmt) contacted technical support and informed a technical support technician (tst) the plastic sleeve on a 2008t machines blood pump rotor came apart from the tip of the rotor tubing guide pins and cut the blood pump tubing while a patient was treatment. The information at obtained from technical support mentioned the patient finished treatment on a different machine and experienced no complications; however, during follow-up the bmt confirmed the information in the narrative summary was incorrect due to the patient having experienced blood loss. The bmt was unable to provide any additional information regarding the patient. The sample will be returned for failure analysis. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.